Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 4194 implantable pacing lead (B)(6) 2005.

Event description:
It was reported that the patient received a series of shocks below the left breast. Follow-up was attempted and no additional information was obtained. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.